Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load process. Reportedly, the same cartridge was reloaded to address the event. Blood glucose was 150 mg/dl.